Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the manufacture representative (rep) was checking the systems prior to a case, and this system would not boot. It showed the ubuntu grub menu, then went to the blinking white cursor. Troubleshooting involved technical services walking the rep through the instructions in kd article. Using the "I" to ignore errors option, the system was able to boot with no issue. They logged into stealth admin and the date on the system was off by an hour. They corrected the time, rebooted the system, and the issue did not reoccur. No patient was present at the time of the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received additional information that this behavior was consistent with a known software issue.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through known anomaly determination. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. If information is provided in the future, a supplemental report will be issued.